Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part #: el-1818s2 synthes lot number: mel190011, supplier lot number: mel190011, release to warehouse date: december 12, 2019, supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the elite compression implant kit 18x18x18mm 2 legs (p/n: el-1515s2, lot number: mel190011) was received at us customer quality (cq). Upon visual inspection and inspection of the returned photos, the exterior box packaging does not match the received device or the exterior and internal labelling. CAPA has previously been opened for this issue. Investigation conclusion: this complaint is confirmed as the exterior packaging does not match the exterior and interior labelling or device inside. No new, unique or different patient harms were identified as a result of this evaluation. This was an identified manufacturing issue which contributed to the complaint. Based on the investigation findings, it has been determined that no new corrective and/or preventative action is proposed. CAPA was opened to correct the issue of the wrong box being used for devices. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(6). The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during foot surgery, the elite compression implant kit 18x18x18mm staple had a wrong size inside the box. The staple inside the box was an elite compression implant kit 15x15x15mm staple. They discarded the wrong size and opened up the correct size of implant. There was no surgical delay. Procedure was successfully completed. There was no patient consequence reported. Concomitant devices reported: elite compression implant kit 15x15x15mm (part#el-1515s2, lot# mel190011, quantity# 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).